Manufacturer narrative:
An event regarding altr was reported. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information available, the event could not be confirmed and the cause could not be determined. Legal case.

Event description:
It was reporting through a filing of a legal complaint that allegedly the patient was revised due to left hip pain, recurrent dislocations and metallosis.